Event description:
It was reported that the gastrointestinal videoscope has a foreign object in the channel. The issue occurred during reprocessing. There is no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer provided the following clarification of the initial problem description: foreign body sensation did not refer to the discovery of a foreign body, but rather to a failure to insert the catheter.

Manufacturer narrative:
The device was returned for evaluation and the initial reported event was not reproduced. The customer provided updated information that clarified, "the foreign body sensation in the pipes refers to resistance encountered when entering the device, which should be related to deformation of the endoscope tube, scratches, or structural changes at the tube joints." A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress such as damage or deterioration of parts, interoperability problem, or an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.